Manufacturer narrative:
The product was returned due to patient discomfort. As received, a device was returned with normal output and telemetry. Final analysis did not identify any anomaly.

Event description:
It was reported that the patient experienced discomfort due to implantable cardioverter defibrillator interaction with shoulder. The implantable cardioverter defibrillator was explanted on (B)(6) 2022. The patient's condition was unknown.